Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during coronary angioplasty, a breakage of the microtube occurred. The device was replaced, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: an nc emerge mr, ous 3.50mm x 15mm was returned for analysis. A visual and tactile inspection identified a break on the hypotube shaft, 26cm distal to the distal end of the strain relief with multiple kinks present. A microscopic analysis of the balloon cones were tightly folded and not subjected to positive pressure. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic analysis of the shaft polymer extrusion identified no kinks or damages.

Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during coronary angioplasty, a breakage of the microtube occurred. The device was replaced, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.